Event description:
It was reported that a proglide device was used for venotomy closure in the common femoral vein using the pre-close technique via a 6f sheath hole prior to a watchman device interventional procedure. Reportedly, after suture deployment, resistance was felt when attempting to remove the proglide device. A nick and spread was performed and the device was successfully removed. It was noted that the foot was not fully closed. The suture of the proglide device was successfully pre-placed. The sheath was upsized to a 16f and the interventional procedure was completed. Hemostasis was achieved with the one pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Medical device problem code 1494 - indication for use. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Only one proglide was used in the common femoral vein to close a puncture exceeding 8f. The electronic perclose proglide instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.